Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a hemostatic valve leak issue was observed. It was reported that when they went to pull the smarttouch sf catheter out of the vizigo sheath, there was blood coming out of the valve. The vizigo sheath was replaced and the issue was resolved. Procedure continued. There was no patient consequence reported. Additional information was received. The section where the issue was observed was the hemostatic valve. The blood was pooling out and did not see any physical damage. The approximate volume of blood lost was 100ml. Not aware of any dislodgement of the hemostatic valve neither inside the hub nor outside the hub. The brim cap / hub did not become detached from the sheath. Air did not enter the patient¿s body. No patient consequence. It did not require treatment.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. It was reported that when they went to pull the smarttouch sf catheter out of the vizigo sheath, there was blood coming out of the valve. The vizigo sheath was replaced and the issue was resolved. Procedure continued. There was no patient consequence reported. Additional information was received. The section where the issue was observed was the hemostatic valve. The blood was pooling out and did not see any physical damage. The approximate volume of blood lost was 100ml. Not aware of any dislodgement of the hemostatic valve neither inside the hub nor outside the hub. The brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. No patient consequence. It did not require treatment. The device evaluation was completed on 27-dec-2024. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken hemostatic valve could be related to the hemostatic valve leak reported by the customer, the complaint was confirmed. The potential cause of the broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).